Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had frozen display. Customer also stated that after inserting the battery the insulin pump had frozen display. No harm requiring medical intervention was reported. The insulin pump will be returned for the further analysis.

Manufacturer narrative:
Software version unknown. Retainer ring is missing. Device was returned for frozen screen anomaly found on (B)(6)2021. Device received with blank display anomaly due to power connector not plug in properly into at electrical board 1. Unable to perform the displacement test, sleep current test, active current test and self-test due to blank display. Unable to verify frozen screen anomaly due to blank display. Device was cut open to perform visual inspection and found no moisture damage on electronics electrical board 1 or electrical board 2 or force sensor, 40 pin flexible printed circuit/lcd and motor. Test p-cap and reservoir locked properly into reservoir compartment during testing. Unable to download the history files using thus software due to blank display. The following were noted during visual inspection cracked battery tube threads, cracked ,missing reservoir tube o-ring fading serial number label and cracked case at battery tube side. Blank display due to power connector not plug in properly into at electrical board 1. Device was confirmed for physical damage on the battery tube compartment area and missing retainer. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.